Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that three ophthalmic surgical blades size was larger than normal. The procedure details and patient impact were not reported. Additional information has been requested none received till date.

Manufacturer narrative:
Additional information was provided in sections a3.b, a6, d4, h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of size of the blade was larger than 2.75mm; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened knives in sheathing, in a bag with a tyvek label were received for the report of size of the blade was larger than 2.75mm. Samples were visually inspected and found to be conforming. Dimensional ear width measurements were performed and all three samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples were found to be visually and dimensionally conforming, therefore size of the blade was larger than 2.75mm as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).